Event description:
It was reported that the patient lost the ability to start stimulation on any of her programs. On (B)(4) 2013, the field representative met with the patient at her pain management physician's office and tested her system's impedances. It was found that contacts 9-16 were all invalid. The patient has been scheduled for a revision on (B)(6) 2013.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.